Manufacturer narrative:
Concomitant medical products: icv1102 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that there was undersensing on the atrial lead. The lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.